Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 507645 ra lead, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient presented with a complaint of chest pain. The implantable cardioverter defibrillator (ICD) delivered inappropriate therapy due to atrial fibrillation (af) with rapid ventricular response (rvr). The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.